Event description:
It was reported that a patient, who had a bone graft from a previous revision fail, underwent a procedure to remove loose glenoid components and they were converted to a hemi. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to hospital policies. No device images were provided. No further information.